Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (system speakers hum) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button switch was damaged, causing intermittent contact. The root cause of the damaged switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor system speakers hum.